Event description:
It was reported that during a left ventricular assist device (lvad) implant the electrode was cut, therefore the device was programmed off. This was all induced by surgery damage. Additionally, an alert was received for high, out-of-range shock impedances. The patient noted hearing tones however, it was suspected the beeper function was turned off. Technical services provided programming options. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that during a left ventricular assist device (lvad) implant the electrode was cut, therefore the device was programmed off. This was all induced by surgery damage. Additionally, an alert was received for high, out-of-range shock impedances. The patient noted hearing tones however, it was suspected the beeper function was turned off. Technical services provided programming options. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a left ventricular assist device (lvad) implant the electrode was cut, therefore the device was programmed off. This was all induced by surgery damage. Additionally, an alert was received for high, out-of-range shock impedances. The patient noted hearing tones however, it was suspected the beeper function was turned off. Technical services provided programming options. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the proximal end of the lead was returned severed approximately 265 mm from the terminal end. The returned proximal portion of the lead was induced damage. A visual inspection showed there were no conductor issues on the returned segment of the lead. The observed damage is not deemed to indicate a product malfunction.